Event description:
It was reported that during an internal service activity, the clinical sales representative (csr) called in to report that they were facing an error 17 a few minutes after system startup. The technical support engineer (tse) checked the logs and confirmed error 17 pointing to communication problems to the e-200. The tse requested to reseat the cable on the e-200 and restart. After restarting, the issue returned after a few minutes. The tse reviewed the logs again and found problems with the communication on axes controller platform 5 (acp5). The csr connected the backup e-200 to see if that resolved the error 17. While speaking to the tse, the csr disabled the boom and the system did not give further errors, indicating there was an issue with acp5. Further investigation confirmed that the e-200 was not involved in the problem. Acp5 communication was causing the error. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller platform dual (acpd) to rule out bad connector pins. The fse also replaced fiber cable from acpd to clockspring assy fiber, which ran down to orienting platform, lights and microphones (oplm) due to connector issues. The oplm was replaced as well. Then, the fse swapped axes controller platform (acp) 2 with acp5 to rule out acp board issues. The fse had the system running with instruments and endoscope installed for 2 hours, since the error would show up after around 1 hour of use. The fse could no longer reproduce the error. The fse asked the hospital staff to keep the system on for the whole day to rule out if this resolved the errors. The system was powered on for the entire day and the error did not return. Replacing the acpd resolved the issue. The system was tested and verified as ready for use.